Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was unable to verify if the issue was due to the wall adapter or cable. There was no reported impact to the customer's blood glucose level.